Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare provider reported a right side capsular contracture baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, white particle in the shell and deformation. Voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare provider reported a right side capsular contracture baker grade IV. The device has been explanted and replaced.

Event description:
Healthcare provider reported a right side capsular contracture baker grade IV. Physician noted capsulectomy performed. The device has been explanted and replaced.

Manufacturer narrative:
Device information was updated in error in previous medwatch. Device information has been verified in this medwatch.

Manufacturer narrative:
The previous device information reported was the replacement device.

Event description:
Physician noted capsulectomy performed.